Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d11421, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-p4, lot# n318006, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n316698, implanted: (B)(6) 2012, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device explanted about three years prior to the report. The reason it was explanted was because ¿it didn¿t fit,¿ and the patient¿s body shut down from the waist down so she couldn¿t urinate or walk. The event occurred on (B)(6) 2012. She was still feeing side effects from it and that was why she ended up having interstim implanted.